Manufacturer narrative:
The device associated with this report was not returned for our investigation. Should the device be returned at a later date, a supplemental report will be filed.

Event description:
The patient reported that their livongo blood pressure monitor is providing higher readings compared to their doctor's blood pressure monitor. The patient also stated that their physician previously increased their blood pressure medication based on the higher readings they received from their livongo cuff.